Event description:
The customer observed falsely elevated alinity I prolactin results on several patients when compare to centaur xp analyzer. The results provided were: on (B)(6) 2022 sid (B)(6) 1470 miu/ml /on (B)(6) 2022 on centaur=360 miu/l /on (B)(6)2022 on atellica=213 miu/l. On (B)(6) 2022 sid (B)(6) =1473 miu/l /on (B)(6) 2022 on centaur =390 miu/l. On (B)(6) 2022 sid (B)(6) =2540 miu/l /on (B)(6) 2022 on centaur=562.6 miu/l /on (B)(6) 2022 on architect i2sr=2480 miu/l. On (B)(6) 2022 sid (B)(6) =1662 miu/l /on (B)(6) 2022 on centaur=676.7 miu/l /on (B)(6) 2022 on architect i2sr=1546 miu/l. On (B)(6) 2022 sid (B)(6) =1500 miu/l /on (B)(6) 2022 on centaur=490.5 miu/l /on (B)(6) 2022 on architect i2sr=1286 miu/l. On (B)(6) 2022 sid (B)(6) =1320 miu/l /on (B)(6) 2022 on centaur=954 miu/l .there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid=(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(6) from (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I prolactin reagent lot 33136ud00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Accuracy testing was performed using a retained kit of lot 33136ud00 with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the prolactin results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the alinity I prolactin reagent lot 33136ud00.